Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a blank display. Unable to verify beeping anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.34 mv). A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. A working test pcba 2 was re-used with the original pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no blank display noted while using a test pcba 2. Blank display was confirmed due to corrosion on the pcba 2. The pump was received without a battery. The pump was received with a battery cap with a broken 2 heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. Unable to verify customer alleged for high bgs. Unable to verify beeping anomaly, perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to corrosion on the pcba 2. During visual inspection, corrosion was also found on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the ccustomer was in a vehicle accident. And stated that the pump screen was blank and the pump persistently beeped. The customer did not realize the pump had not stopped while they were in the hospital. The customer reported a blood glucose value of 400 mg/dl, and the current blood glucose value was 374 mg/dl. The customer experienced hyperglycemia and was treated with an IV insulin drip (intravenous insulin infusion) and hospitalization: overnight stay. The event involved product(s) mmt-332a, mmt-1880, and mmt-397a. Troubleshooting was performed for the vehicular accident, and the customer did not report any product issues. Troubleshooting was performed for the blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. Troubleshooting was performed for the high blood glucose, and the reason for hospitalization was due to a vehicle accident. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-397a.